Manufacturer narrative:
H6: evaluation codes updated. One (1) used device was received for evaluation. A visual inspection was performed, and the reported issue could be duplicated. Flange observed to be broken and separated from the trach. A left flange of the trach was observed to be torn off the set. The probable cause was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there is a crack in the flange. The date of event was 28-feb. The event occurred in patient's home. There was no disinfection or sterilization, and no infectious disease occurred. This occurred while patient use, no patient harm/adverse event reported.